Manufacturer narrative:
The information provided by bd represents all of the known information at this time. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of recq0401 showed one other similar product complaint (s) from this lot number.

Event description:
It was reported that when placing an 18g 1.25 inch accucath catheter with ultrasound guidance, the blood return was good, but the guidewire would not thread. The guidewire was retracted and repositioned several times and eventually thread through for a successful IV placement. It was observed that the tip of the guidewire appeared to be altered after removal and a right arm x-ray was ordered. It was stated the patient was taken to surgery and the IV was used without any problems. The radiologist stated there was a thin line on the x-ray, but could not confirm if it was a piece of wire or not. The ir np stated that it was too small to retrieve if it is wire and the IV was removed without incident. It was reported that the area was without any swelling, redness, or tenderness. The wire could not be palpated and the patient was discharged without any apparent harm.